Manufacturer narrative:
Combination product: yes. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between july 20, 2024, and january 18, 2025, recorded the stable pacing impedance around 750 ohms and stable shock impedance around 70 ohms. The analysis of the provided iegm episodes no. 282 from january 7, 2025, and no. 286 from january 16, 2025, revealed artifacts on the ff and rv channel leading to oversensing. Based on the available information, the integrity of the lead cannot be assured. However, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Manufacturer narrative:
Combination product: yes. -

Event description:
It was reported that oversensing in the ventricular channel was observed. Should additional information be received, this file will be updated.